Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a patient could possibly undergo a revision procedure due to unknown reasons.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.